Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of 131.7 pg/ml accompanied by a data flag. This value was reported outside of the laboratory to the treating physician. On (B)(6) 2018, a second sample from the patient was tested and resulted with troponin t values of 7.65 pg/ml and 7.79 pg/ml. The original sample was then repeated twice on (B)(6) 2018, resulting with troponin t values of 6.33 pg/ml and 5.13 pg/ml. The patient was admitted to the critical care unit based on the erroneous result. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 267654. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The assay performance check was provided and is within specification. The investigation did not identify a product problem. The cause of the event could not be determined.